Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the clinic for a routine device check-up, far p-wave oversensing was observed when a ventricular capture test was performed. A programming change was completed.